Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low impedance was observed on the atrial lead. Intermittent noise was resulting in automated mode switch episodes was also noted. No patient symptoms were reported. An insulation anomaly was suspected. The lead was successfully capped and replaced on (B)(6) 2015.